Event description:
It was reported that during a rotational atherectomy treatment procedure, removal difficulties occurred. Vascular access was obtained via the right femoral artery. The target lesion with focal stenosis was located in the mid right coronary artery. A 2.0mm rotalink burr was advanced and 15 ablations were performed at 156,000 to 170,000 rpms. The burr, however, would not cross the lesion. To continue the procedure a 1.5mm burr was then advanced. A total of seven ablations at 160,000-190,000 rpm were then performed with this burr. Next, the 1.75 rotalink burr was advanced. Upon the initial ablation the burr became stuck in the lesion. The physician was not able to remove the burr and the patient was taken to surgery where the device was successfully removed. It is the opinion of the physician that the burr may have gone through the strut of a previously placed proximal stent. Patient status is listed as fine following surgery.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).